Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage caused by broken switch button #1 and worn scope cover packing. However, the foreign material could not be identified. Hence, a conclusive root cause of the material remained in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): - the detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope did not allow for angulation due to a torn cable. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water tube and the air/water cylinder. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed: the bending section would not activate in the down direction due to a cut angle wire. The visual examination found the following issues: the flexibility adjustment ring was scratched; the hand grip was scratched; the forceps channel port was scratched; the scope cylinder's color indicator was missing; the switch box was scratched; switch button 1 had a pin hole; the right/left knob was scratched; up/down knob was scratched; the scope cover was cracked; the scope connector cover unit was scratched; the scope connector case unit was scratched; the plug unit was scratched; the objective lens was chipped; the light guide lens was cracked; and the connecting tube was snaking. Functional testing found that the device was not water-tight due to damage at switch button 1 and the scope cover packing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.